Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Husband is calling to report that his wife's link assist device was shooting out the headset without the customer's intention to do so. The husband confirmed that the customer did not press the release button. No adverse event. The link assist is being requested for return.